Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had become harder to press down, which had been an outgoing issue for about three months. Contact stated that the button was stuck and did not become unstuck when continuously pressed on. The customer's blood glucose level was 155 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.